Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery due to an occlusion on the set or the reservoir. Customer mentioned being hospitalized due to an issue with occlusion. Customer's blood glucose readings at the time of the two hospitalizations were about 700 mg/dl and the customer had diabetes ketoacidosis. It was noted that the customer was not wearing the insulin pump at the time of the hospitalization and it is unknown how long the customer was off the pump.